Event description:
It was reported that prior to starting a da vinci si surgical procedure the prograsp forceps instrument was not recognized. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to duplicate the customer reported complaint. The instrument was placed on an in-house system and successfully recognized. The pogo pins did not stick and were not contaminated. Dcp (dallas chip programmer) verification of the instrument passed. Engineering found 48 - engineering also found a broken pitch cable at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Engineering also found various scratch marks on distal end of the main tube showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded that damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which found during failure analysis evaluation could likely cause or contribute to an adverse event were to recur.